Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: when salinizing the PICC pathway with a newly installed connector with the 10ml syringe (both bd), had a leak. A test was carried out with the filled syringe and macro drops and there was no leak.

Manufacturer narrative:
H6: investigation summary an mz1000 sample was not available for investigation of this feedback; however the customer indicates that leakage was identified from the connection of the maxzero to a bd 10ml syringe. As part of the feedback the customer provided some photographs of the affected product, however analysis of the photographs did not identify any obvious damage or leakage which may have contributed to the customer's experience. Additional information provided by the customer appears to indicate that the leakage was observed alongside a bd syringe, however when the syringe was changed no leakage occurred. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine. See h10.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: when salinizing the PICC pathway with a newly installed connector with the 10ml syringe (both bd), had a leak. A test was carried out with the filled syringe and macro drops and there was no leak.